Event description:
Reporter alleged obtaining the results of hi (greater than 600 mg/dl) and 175 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he took his normal 45 units of humulin insulin just prior to obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.